Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the reported complaint. Failure analysis found the primary failure of unclamping failure to be related to the customer reported complaint. Based on log review, the instrument was found to have had an unclamping/drivetrain failure, error code 22030. As a result, multiple forced expiration failures were observed due to stapler drivetrain failure. Error code 282, and the message "instrument failure. Do not reuse." Were observed during in-house testing. The radio frequency identifier (rfid) editor was used to manually overwrite the force expiration during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization as well as the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform blue 45 reload. No malformed staples or incomplete firings were observed during in-house testing. Visual inspection was performed and no damage was observed. The I-beam was manually driven out and no damage or loose staples were observed. Unclamp failure details were unavailable for review. The root cause of the issue was not determinable/applicable. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of system logs for system sl0069 with a procedure date of (B)(6) 2021, confirmed a sureform 45 stapler (pn# 480445-04 / lot # t90201102 - 0012) was exchanged with another sureform 45 stapler (pn# 480445-04 / lot # t90201102 - 0008) during this procedure. The instrument has a maximum of 12 uses. The alleged event occurred on the 3rd use of the instrument. A review of the advanced system logs for the sureform 45 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Logs show that the sureform 45 stapler instrument fired one blue reload. Firing was completed per the logs, however, the subsequent unclamp was logged as a drivetrain failure at 99.9% completion. There were no indications in the logs that the user tried to use the manual release knob (mrk), probably because the instrument was already fully unclamped (99.9% complete), so they did not have to use the mrk to open the jaws. The system force expired the instrument as a result of the unclamp failure (this is by design, to prevent the instrument from being used again), but it appeared that the user tried to install the instrument after it was force expired, as there are multiple error 282 messages indicating the instrument was not accepted by the system due to it being force expired. The intuitive surgical sureform 45, sureform 45 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: failure analysis confirmed a functional test failed unclamp with no evidence of user mishandling/misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument had an error. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.